Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was mentioned failed battery test alarm. The customer did not provide the symptoms regarding high blood glucose. Customer states the contacts on the battery cap was not missing or damaged. Troubleshooting was done for failed battery test alarm and blank display. The device will be returned for analysis.